Event description:
It was reported that the pump alarmed no disposable, pump will not run. Per reporter, troubleshooting was performed and air bubbles were present in the cassette tubing. The cassette was tapped on a hard surface and re-attached, but the alarm returned. Troubleshooting was repeated and was unsuccessful. A continuous infusion rate of 5.4 ml per hour had been programmed, with a total reservoir volume of 118.2 ml and a given volume of 130.5 ml. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.